Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
It was reported that patient was exposed to a hyperbaric chamber with upper limit established by the manual of 4 atm. After the exposure, the ipg failed to establish communication with external devices. A manufacturer representative met with patient to confirm the issue and ipg was deemed inoperable. Patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.